Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the arthroscope powerpump would not properly function. Another device was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component is did not cause serious injury and no previous event for this specific issue has caused serious injury. The initial report should be voided.